Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the time event was 660 mg/dl. Customer felt dizzy, tired and frequent urination. Customer was taken to hospital by his mother. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.